Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 82% stenosis located in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. No resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related the patient is alive with no injury.

Manufacturer narrative:
Device evaluation summary: the device returned with a detachment on the hypotube 18cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Multiple bends were evident on the hypotube distal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. No stent deformation was evident. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Additional information: the detachment occurred after the device removed from the patient. If information is provided in the future, a supplemental report will be issued.